Event description:
It was reported that the patient presented in the emergency room with a low heart rate of 40 pulses per minute (ppm), which decreased to 29 ppm shortly after his arrival. The pulse generator exhibited backup vvi. It was noted that the patient had been lost to follow-up for at least three years. The physician elected to explant and replace the pulse generator due to the low pacing rate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.